Event description:
A malfunction alarm was reported with code malf 16, which could not be reset. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, instructed the customer on storage procedures, and requested the return of the malfunctioning pump. The customer planned to use an alternate insulin therapy method in the interim.